Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, and the objective lens was scratched. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: image noise was caused by a component failure in the universal cable. The chipping of the light guide bundle was caused by a component failure of the light guide bundle. The scratched objective lens was caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had image noise. The issue was found during maintenance. There were no reports of patient involvement.